Event description:
It was reported that balloon had inflated beyond the marker band. The 95% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery. A 3.25mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, when the balloon was inflated, it was noted that the balloon was higher than the markers. The procedure was completed with a 2.0-15 non-bsc balloon catheter. No patient complications were reported.

Event description:
It was reported that balloon had inflated beyond the marker band. The 95% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery. A 3.25mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, when the balloon was inflated, it was noted that the balloon was higher than the markers. The procedure was completed with a 2.0-15 non-bsc balloon catheter. No patient complications were reported. Returned product consisted of a nc emerge balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual and microscopic examination did not reveal any damages. Contrast is present in the inflation lumen and in the balloon. The balloon is loosely folded. The device was placed into a water bath to soften the contrast in the inflation lumen. The balloon was inflated and measured at 3.13mm for the diameter and the length was measured at 12mm which is within specification limits. Inspection of the remainder of the device presented no other damage or irregularities.